Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02310. The patient received his scs system, including two percutaneous leads on (B)(6) 2007. It was reported the patient is no longer feeling stimulation. The stimulation can be increased to a maximum amplitude but the patient reportedly only feels a faint stimulation. Diagnostic testing of the lead found that five of the eight contacts had low impedances. The lot number for the lead in question was not provided; therefore, a report has been submitted for both the patient's leads. The patient is currently working with his physician to arrange an x-ray which will help to determine the next course of action.